Manufacturer narrative:
Examination was not possible, as the devices were not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that a revision surgery was performed due to osteolysis in femur. The stem was removed and the liner was exchanged.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.